Event description:
The complaint has reported that during the therapeutic implant of a vaxcel implantable port in a male patient (age unknown), one of grips on the peel away sheath broke off the introducer. The physician utilized a hemostat to grip the introducer to finish peeling it apart. The procedure was successfully completed with this device. The complainant reported that there was no adverse affect on the patient as a result of this reported problem. The patient condition is noted as 'ok'.

Manufacturer narrative:
The complainant reported that the device was implanted in the patient, therefore it will not be returned for evaluation. We are unable to determine the relationship between the device and the cause for this event.